Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen on the liberty cycler in an unknown phase or step. It sounded like a grinding noise, and the patient had just received the cycler, as it was the first time using it. The patient pressed ok, stop and touched the screen but it remained blank, then the patient rebooted the cycler, and the buttons lit up but the screen remained blank. Therefore, the fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. Upon follow up, it was confirmed that the patient completed treatment on the cycler the day of the reported event at the clinic, but stated that he received the cycler replacement the scheduled date and had been able to use it and complete every treatment with it. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2330 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.